Event description:
A low readings issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to an hcp meter and as a result, the customer had experienced severe nausea. The customer was seen at a hospital where an insulin IV drip (type/does unknown) was administered for treatment. A post-treatment of glucose result of 162 mg/dl was obtained on the hcp as compared to a sensor scan of 116 mg/dl. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A caller reported an unspecified low scan was received on the sensor when compared to an hcp meter and as a result, the customer had experienced severe nausea. The customer was seen at a hospital where an insulin IV drip (type/does unknown) was administered for treatment. A post-treatment of glucose result of 162 mg/dl was obtained on the hcp as compared to a sensor scan of 116 mg/dl. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Section h4 (device mfg date) were updated based on returned product download section d4 (serial number) was updated from (B)(6).